Event description:
This is a spontaneous report from an (B)(6), received by fidia in (B)(6) as product manufacturer. The following case was initially reported by a physician to a medical rep of a business partner on (B)(6) 2014. Additional info was provided by the treating physician on (B)(6) 2014. The case concerns a (B)(6)-year-old male pt. On an unspecified date, the pt initiated treatment with hyalart (a further brand for hyalgan) for the treatment of osteoarthritis. Following the first infusion of hyalart, the pt presented knee hydrarthrosis. The pt's symptom (hydrarthrosis) recovered following removal of 30cc liquid from his knee and after treatment with an unspecified anti-inflammatory medication. The removed liquid was sent for a microbiological test, which proved to be negative for an infection. The pt did not receive any other dose of hyalart treatment. The pt's medical history includes osteoarthritis, for which he has been previously receiving treatment with unspecified medications. The pt's concomitant medication is unspecified. According to the treating physician, this is a serious case, as the symptom is medically significant and probably related to hyalart treatment. The physician mentioned that minor hydrarthrosis is a frequent adverse event occurring after hyalart infusion.

Manufacturer narrative:
(B)(4). On 28 november 2011, the FDA granted the permission for the manufacturer fidia (B)(4) to submit a single MDR for adverse events that involve medical devices manufactured by fidia (B)(4). And imported into the USA by fidia (B)(4). As a consequence, fidia (B)(4) (the manufacturer), should submit reportable cases on behalf of fidia (B)(4) (the importer). However, since this is a non-us case of which fidia (B)(4). Has become aware in its role of product manufacturer, fidia (B)(4) does not have any reporting obligation. Fidia (B)(4) comments: no batch number was received on this complaint; therefore, no investigation can be conducted at the time being. Additional info has been requested to the local business partner. It is fidia's opinion that this case does not fulfill any seriousness criteria. However, since the reporting physician felt that the adverse event he observed in his pt was an important medical event, fidia is reporting this case for completeness sake.